Manufacturer narrative:
On (B)(6) 2018 a field service engineer (fse) found serum build-up in the wash grey block and tubes leading to the 2-way solenoid valves where clogging had occurred; all three (3) 2-way solenoid valves were clogged. The fse confirmed that the aia-360 have not had preventive maintenance for a while. The fse ordered new 2-way solenoid valves and returned on (B)(6) 2018 to complete service. The fse replaced all three (3) 2-way solenoid valves and then primed the bf washer with no more suction problems; the fse confirmed no waste was coming from the back of the waste overflow tube. No further action was required. The aia-360 was working within specifications. A 13-month complaint history review and service history review for similar complaints were performed for the aia-360, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2018 regarding fluid dripping from the waste overflow tube. There were no other similar events reported during the searched period; however, the service history review showed that several calls have been made to the customer suggesting preventive maintenance, but the customer declined service. Aia-360 training manual under tab 6 - maintenance states: proper maintenance of the aia-360 is one of the most important aspects of a complete quality assurance program. Completing the required maintenance procedures minimizes down time, provides records for inspection and accreditation, provides assistance in the definition and isolation of problems, and maintains optimal instrument and assay performance. The most likely cause of the reported event was due to build-up of dried serum in the 2-way solenoid valves as a result of lack of preventive maintenance on the aia-360 instrument.

Event description:
On (B)(6) 2018 a customer reported seeing fluid dripping from the overflow tubing on the aia-360 instrument. The customer also reported that the waste bottle was not draining properly. The customer requested service in order to investigate the issue. A field service engineer (fse) was dispatched to address the reported, which resulted in delay in reporting of patient results for luteinizing hormone (lh ii), estradiol (e2), follicle stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013. Fse (field service engineer) repaired the device on (B)(6) 2018 and (B)(6) 2018 according to the service report attached to the ticket.